Event description:
It was reported that when the cuff was unwound from the pt, the surgeon found a part of pt's thigh skin had a burn injury. The povidone-iodine was applied to the skin before the surgery. The burn occurred only in the femor backside. The product is retained by the hospital and the identification of the tourniquet systems for use during the procedure was difficult.

Manufacturer narrative:
The device was not returned to zimmer surgical for eval and repair. The hospital is retaining the device and will not be sending it to zimmer surgical. Unable to determine a cause of the reported complaint due to the device not being returned for eval.